Manufacturer narrative:
Evaluation of the returned canister could not confirm the reported complaint. During functional testing, the canister was seated onto a demonstration engine and was able to produce a vacuum pressure within specification. All four vacuum indicator lights on the engine illuminated. Penumbra canisters are 100% visually inspected and functionally tested by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister), a penumbra engine (engine), a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra guide catheter, a non-penumbra catheter, and a guidewire. During the procedure, after a short time of being in use, the engine did not work properly. None of the engine indicator lights were illuminated and the issue persisted after the canister was reset and the tubing was re-connected. Therefore, the canister was removed. The procedure was completed using a new canister, the same engine, the same guide catheter, the same catheters, and the same guidewire. There was no report of an adverse effect to the patient.